Event description:
On (B)(6) 2009, the pt reported that her infusion device will "totally lose power" at any time during use. This has been happening for the last couple of months. She stated that she does not receive an error or alert when the infusion device loses power, but an e8 (power interrupt) is displayed when the device is turned back on. She then changes the battery. She stated that she changes the battery cover of her infusion device every 2 months, and she uses the correct battery type. No physiological effects were reported. The pt was advised to switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.